Manufacturer narrative:
This report is submitted on october 08, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
It was reported that the patient's device was explanted on (B)(6) 2018. This report is filed on december 03, 2018.